Event description:
The customer reports that the implant did not fit the patient's defect.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. No biomet microfixation manufacturing defects or medical modeling design issues were identified for (B)(4). The 3d comparison of the implant scan was within specification. Exact root cause of implant not fitting well cannot be confirmed, however, the medical modeling investigation suggests that surgeon not removing the suggested amount of bone prior to inserting the implant on the defect area could have led to the implant not fitting as originally intended. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.